Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was undersensing by the right ventricular (rv) lead. There was an abrupt drop in r-wave measurement during device change out with the new device. The physician noticed a small insulation abrasion on the lead. The pace/sense portion of the lead was capped leaving the high voltage coils in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.